Event description:
In 2008, abbott point of care was contacted by a customer who reported three days earlier, an I-stat cardiac troponin I cartridge yielded a result of 0.20 ng/ml at 13:00. A second sample that same day was tested using an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml at 13:49.